Manufacturer narrative:
Event date: the post-op event occurred sometime after the surgery date and was reported to be ongoing at the one month post op visit. The exact date is unknown. (B)(6) 2017 was indicated in the date of event field. Device identifiers were not provided; therefore, the device history records and complaint history record for this device could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of intraocular surgery. Patients eligible for a trabecular micro-bypass procedure are at a greater risk for an iop spike following ocular surgery as these patients have pre-existing ocular hypertension or glaucoma and generally have altered outflow systems. These patient¿s also have a higher chance of being steroid responders. For early post-operative iop increases; retained viscoelastic is a known and common contributing factor to iop increases following cataract surgery and can be easily mitigated against by thorough evacuation of all viscoelastic material following completion of the surgery. Paracentesis are routinely performed for early post-operative iop spikes due to retained viscoelastic. By week two or three in the post-operative period, steroid response is an important contributing factor to increase iop. The instructions for use (IFU) indicate that the surgeon should irrigate the anterior chamber to remove viscoelastic and refluxed blood and provides post-operative instructions that the patients should be managed postoperatively for iop increase that may occur in the early postoperative period as a possible sequelae following cataract surgery in patients with glaucoma. The root cause for the reported issue cannot be conclusively determined. In this case the patient¿s preexisting glaucoma disease and the standard post-operative medication regimen are possible contributing factors to the event. The omitted information was not provided. (B)(4).

Event description:
It was initially reported through social media monitoring that a patient presented post-operative trabecular micro-bypass stent surgery with pressures that were ¿still not normal¿ at one month post-op. Additional information was reported through social media monitoring that the patient required ¿laser surgery¿ to correct ¿scar tissue and infection¿. The consumer¿s contact information was not provided; therefore no additional information could be obtained and the event details could not be clarified.

Event description:
Through social media monitoring, the patient provided the following update. Reportedly, the patient continues to use glaucoma medication, and the iop remains at ¿21¿. Additionally, the patient reports experiencing persistent ¿rash and intense itching¿ around both eyes. The patient suspects an allergic reaction. Based on the information received, it is unknown if the patient underwent bilateral stent procedures as only one surgery date was provided. No further details were provided at the time of this report.

Manufacturer narrative:
Infection and allergic reaction are identified in the labeling as a known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).